Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was symptomatic when the device triggered elective replacement indicator (eri) due to vvi65 pacing. It was also reported that there was concern about the battery depletion to eri being unexpected. The device was explanted and replaced. No further patient complications were reported as a result of this event.